Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer used a 6 french terumo sheath with a 014 confienza guidewire for the procedure in which the IFU was followed. A foot stick with a micropuncture was performed, and a 23 cm 4 french sheath was inserted into the right distal anterior tibial with severe resistance during the initial advancement. A cook 4.0 cxi catheter was then inserted, and the distal tip of the .o14 trailblazer broke off because it became lodged in a focal calcified lesion. The tip was removed. The patient is stable, and has been discharged from the hospital. An investigation was performed and the trailblazer catheter distal tip detached when pulling from the sheath has been confirmed. The device was not returned for evaluation. The root cause of the trailblazer catheter distal tip detached when the physician tried pulling from the sheath could not be determined.